Manufacturer narrative:
(B)(4). Device implanted - not returned to manufacturer.

Event description:
(B)(6) yo male presenting to the rex ed with anterior stemi. Patient given asa and a loading dose of p2y12 inhibitor and heparin and brought emergently to the cath lab. En route or on arrival to the cath lab, the patient became electrically unstable with multiple bouts of vt-vf requiring multiple shocks (~ 10) and amio load after which stabilized. Baseline angio demonstrated 3 vd including a proximal lad (ira) long tubular and long tubular lesion in moderate size d2 (1.1.1). After consultation with cardiac surgery, it was decided to proceed with a pci-strategy. Via a 6 fr (via a femoral approach) both lad and diag wired. Diag was pre-dilated with 2.5 balloon. Initial attempt to deliver tryton side branch stent was unsuccessful. Tryton was removed, after which additional dilation was performed. Tryton was reintroduced. Additional attempt to track tryton across the d2 lesion was unsuccessful. Tryton was then removed. When tracking a dilation balloon across the diag origin, difficulty was encountered. Examination of the tryton stent delivery balloon revealed absence of the stent. Evaluation of the fluoro image identified the tryton stent in the lad. Initial attempts to track a dilation balloon through tryton into diag were successful. A wire was then introduced through the tryton and into the distal lad over which a dilation balloon was successfully tracked and inflated. A workhorse des was then introduced but was unable to track to into the tryton. Subsequent attempts to track stents or balloons into lad were unsuccessful. Patient then taken to or for emergent CABG. Follow-up on post op day 4, the patient is doing well, extubated and ambulating and doing well.